Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot b12g51000 device history review the DHR was reviewed and no deviations or anomalies were found that were related to this issue. A hold was written for dipseal in the porocoat for 1 piece, but this piece was removed from this batch number. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation record received. Litigation alleges injury, pain, metallosis, emotional distress and excessive levels of chromium and cobalt ions in the blood. Doi: (B)(6) 2007; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. No code available use for device revision or replacement.

Event description:
After review of medical records patient was revised to addressed history of right depuy asr total hip and abnormal heavy metal level. Operative notes indicated minimal metal debris in trunnion upon exposing the femoral neck and metal head and acetabular interface was without metal debris or pseudotumor. Doi: (B)(6) 2007; dor: (B)(6) 2017 right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 patient code: no code available (3191) was used to capture surgical intervention. Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot b12g51000. Device history review : the DHR was reviewed and no deviations or anomalies were found that were related to this issue. A hold was written for dipseal in the porocoat for 1 piece, but this piece was removed from this batch number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(6)/2018 the additional information has been received. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot :b12g51000. Device history review: the DHR was reviewed and no deviations or anomalies were found that were related to this issue. A hold was written for dipseal in the porocoat for 1 piece, but this piece was removed from this batch number. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.